Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2017. Data was returned and evaluated. The reported failed transmitter error was not confirmed but a low transmitter battery was present. The probable root cause could not be determined post investigation. No additional patient or event information is available.